Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The air gas module was found defective and needed to be replaced to solve the issue. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).